Event description:
One touch ultra meter kept displaying the apply sample symbol. This issue was not resolved with troubleshooting. They were asked to retest with a new test strip and sufficient sample size, but the issue still persisted. The pt did contact a medical professional for advice, but did not receive any treatment. They were not experiencing any symptoms during this time. There is no further clinical info provided. This case is reported as a meter malfunction since the issue was not resolved.